Event description:
It was reported that during a routine "control", the battery capacity was found to be "sinking" too quickly. As a result, the implantable neurostimulator was replaced. Status after replacement was reported to be good. Additional information has been requested from the hcp, but was not available as of the date of this report.